Manufacturer narrative:
Findings: a33 alarm during prime/a33 test at 4 lbs due to faulty fsr (gold). Unable to perform the rewind, basic occlusion, occlusion, and excessive no delivery test due to a33 alarm. No moisture damage found on the electronic assembly, motor, battery tube and vibrator assembly however, moisture damage was found on the keypad traces during visual inspection. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that the device fell of the stair are into the pool. The customer found low reservoir, low battery when she reviewed the alarm history. The customer was assisted in performing self test and it passed. The customer was advised to monitor the insulin pump. The customer advised that she want the device be replace. The customer declined to troubleshoot for high blood glucose. The customer was advised that the device would be replaced.